Manufacturer narrative:
E1. (B)(6) medical center. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camara head cord was cracked. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer (b3, b5, e2, e3, g2) and a correction to g2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head cord was cracked. It was for a therapeutic procedure that was completed successfully. There were no reports of patient harm.